Manufacturer narrative:
It was reported that a patient underwent a pdc implantation at c5-7. The implantation was completed on (B)(6) 2022. Following the procedure the patient is paralyzed. Several attempts were made to gather additional information but it is unknown what occurred intraoperatively. A review of the device history records found no anomalies associated with the complaint. Complaint trending found that the rate of complaints is at the lowest possible level of improbable. A review of the risk documentation found that the risks associated with the complaint are identified and have been mitigated to a level where the benefits outweigh the risks. Device evaluation could not be completed as the implant remains within the patient. The investigation found no anomalies associated with the complaint. The cause for the patient's condition is unknown. This report is for 1 of 2 devices involved in this event.

Event description:
It was reported that a patient underwent a pdc implantation at c5-7. The implantation was completed on (B)(6) 2022. Following the procedure the patient is paralyzed. Several attempts were made to gather additional information but it is unknown what occurred intraoperatively.

Manufacturer narrative:
Addition of UDI number.

Event description:
Update to add UDI number to report.